Event description:
It was reported by the rep the device was used during a bilateral salpingo oophorectomy laparoscopy. It was reported the original staple cartridge would not fire. Second cartridge was used to complete the case. There was no consequence to the pt.